Event description:
It was reported that the injection port on top of the arterial chamber popped off during a patient dialysis treatment. The facility was contacted and it was learned that the patient "it fine". A new set of bloodiness were set up on the dialysis machine and the treatment was resumed. The patient was discharged to home. No medical intervention resulted from this event to this patient. A sample is available.